Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. Subsequently, this patient underwent a revision procedure. During the procedure the helix mechanism would not extend or retract therefore, the lead was removed and a new lead was placed. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
New information received that this device will not longer be returned for analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the complete lead was returned. There was an unknown green handled stylet returned inside of the lead. The helix was retracted and there was blood and body fluid observed within the helix mechanism. This dried blood and body fluid prohibited helix movement. Laboratory testing was unable to confirm the reported observation as the condition of the lead prohibited helix function; however, within the observations reported clinically there is indication that a primary failure likely occurred.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.